Event description:
It was reported by the customer reported that had a needle stick injury from the needle not fully engaging in the safety lock after the port needle was deceased. Additional information received 01/06/2024: the nurse had a needle stick injury. Had to seek treatment through occupational health and safety.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.the device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.